Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump cannot complete the rewind process. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed no delivery. Customer declined further troubleshooting but indicated that they would call back. No further details given.